Event description:
It was reported that the patient presented for routine battery change of the pulse generator. During the procedure the right atrial (ra) lead could not be removed from the device header. Multiple tools were used to free the lead from the header and the insulation was damaged in the process. It was observed that the setscrew was stripped likely due to previous pocket revisions. The generator and ra leads were explanted and replaced. The patient was stable.